Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working due to a total loss of fluid. A surgical procedure was performed, during which a break in the connecting tube from the pump to the cylinders was noted; therefore, all components were removed and replaced. There were no patient complications reported.